Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to implant a liberte' 3.0 x 20 mm bare metal stent to the right artery, but before deployment, the stent struct raised and hampered the implant of the stent. No patient injuries or complications were reported. Patient status post procedure is noted as stable. The procedure was completed with a different stent.